Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a moderately calcified lesion. The 10mm x 2.50mm wolverine coronary cutting balloon ruptured on the second inflation. There were no serious injuries or adverse patient effects.

Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a moderately calcified lesion. The 10mm x 2.50mm wolverine coronary cutting balloon ruptured on the second inflation. There were no serious injuries or adverse patient effects.